Manufacturer narrative:
No patient information available.

Event description:
Lead extraction case commenced with a medium visisheath, 14f glidelight, and lld ez devices in use. The laser sheath became stuck on the proximal coil of the lead. The physician could not progress nor remove the laser. The handle of the laser sheath was cut and removed, and the medium visisheath was replaced with a large visisheath (over the laser sheath) to attempt to remove the entire lead in order to get the stuck laser sheath out of the body. Eventually, the proximal coil pulled back into the l visisheath and the blood pressure fell to 0. Rescue efforts commenced; a sternotomy was performed; an svc tear was discovered, beginning at the svc/ra junction and shredded up into the innominate vein. The surgeon was unable to perform a repair. The patient passed.